Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the outcome of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On the same day as onset, the patient started treatment for the peritonitis with injection (inj) vancomycin (1 gram at once and 1 gram on every fifth day) and inj meropenem (500 mg, per exchange) intraperitoneally. The treatments with antibiotics were ongoing. At the time of this report, dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
The event was clarified by a health care professional. The event was manifested by cloudy effluent. The patient was not hospitalized for the event. The day prior to the receipt of this report, treatment with meropenem was discontinued. The next day, the patient started treatment with intraperitoneal ceftazidime (1g per exchange; frequency and duration not reported). At the time of this report, treatment with vancomycin and ceftazidime remain ongoing and the patient had not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up, it was reported that treatment with ceftazidime was discontinued 14 days after initiation. Treatment with vancomycin was discontinued 30 days after initiation and the same day the patient was recovered from the peritonitis event (previously reported as not recovered/not resolved). Should additional relevant information become available, a supplemental report will be submitted.